Event description:
It was reported that the shock lead impedance measured just out-of-range at 126 ohms. When checked several days later the impedance was between 90 and 94 ohms. Technical services discussed programming adjustments. At this time, both the cardiac resynchronization therapy defibrillator and right ventricular lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
Patient code e2402 is being used to capture the surgical intervention. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the shock lead impedance measured just out-of-range at 126 ohms. When checked several days later the impedance was between 90 and 94 ohms. Technical services (ts) discussed programming adjustments. At this time, both the cardiac resynchronization therapy defibrillator and right ventricular (rv) lead remain in service and no adverse patient effects were reported. It was additionally reported that there was another alert for impedance of 125 ohms. An x-ray was performed and was normal and ts discussed the possibility of the impedance variance being patient-related. Further programming adjustments were discussed and no adverse patient effects were reported. Additional information received indicated that the rv lead was successfully explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the shock lead impedance measured just out-of-range at 126 ohms. When checked several days later the impedance was between 90 and 94 ohms. Technical services (ts) discussed programming adjustments. At this time, both the cardiac resynchronization therapy defibrillator and right ventricular lead remain in service and no adverse patient effects were reported. It was additionally reported that there was another alert for impedance of 125 ohms. An x-ray was performed and was normal and ts discussed the possibility of the impedance variance being patient-related. Further programming adjustments were discussed and no adverse patient effects were reported.

Event description:
It was reported that the shock lead impedance measured just out-of-range at 126 ohms. When checked several days later the impedance was between 90 and 94 ohms. Technical services (ts) discussed programming adjustments. At this time, both the cardiac resynchronization therapy defibrillator and right ventricular (rv) lead remain in service and no adverse patient effects were reported. It was additionally reported that there was another alert for impedance of 125 ohms. An x-ray was performed and was normal and ts discussed the possibility of the impedance variance being patient-related. Further programming adjustments were discussed and no adverse patient effects were reported. Additional information received indicated that the rv lead was successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code e2402 is being used to capture the surgical intervention.